Event description:
Apparently one of their c.n.a. Was attempting to unplug the charging cord from the lift when they were shocked. They passed out and had to be resuscitated and subsequently was transferred to a local hosp ER where they were diagnosed with electrical burn marks to their hand. The c.n.a. Has been released from their work duties for approx 30 days. Co did an inspection of lift involved and found the general condition of lift was good, outward appearance is good with a few scratches which can be attributed to normal use over a ten year period. Findings of the function test results are as follows; all functional tests show an operational unit. Checked for shorts between input power cord and chassis and output plug. No shorts were appearant. Per co lift can be put into service. Though no faults were found it was recommended that the charger be replaced for safety and age of unit. Co incident report states "while unplugging the charger from the lift the caregiver received a shock from the charger causing the caregiver to shake for a few seconds and ending in unconscienceness. They were taken to the local hosp ER. This was observed by the floor nurse.